Event description:
Information was received from a consumer and healthcare provider via company representative regarding a patient with an implantable pump containing fentanyl. It was reported that the patient stated that their pump was not helping manage their pain. The healthcare provider (hcp) performed a dye study today. The catheter access port (cap) was successfully aspirated. The contrast dye was slowly injected. The results showed that the catheter was traveling superior within the intrathecal space and then appeared to divert backwards with a possibility of no longer being in the intrathecal space. It is unknown if there were any environmental/external/patient factors that may have contributed. The hcp was sending the patient to obtain new x-rays anteroposterior (ap) and lateral to get a clear view of the catheter tip and compare to initial images. Additional information will be provided after new x-rays are obtained. The issue was not resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.